Event description:
It was reported that device detachment occurred. The patient presented for left heart catheterization. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. Once the catheter was in place, it was connected to the pullback sled. When the motor drive unit was engaged, the catheter did not move even though the motor was running. The physician attempted to manipulate the catheter but nothing would move. After many attempts to remove the catheter from the vessel, a snare was used to grab the catheter and pull it into the guide catheter. The device was successfully removed and it was noted that the distal tip was fractured. The physician decided not to use another due to the issue. There were no patient complications.